Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver encountered a firmware update that stalled at 10 percent with an on-screen alert indicating the update failed; after closing and reopening the app, the firmware update progressed to 24 percent, and the caller disconnected once they felt comfortable continuing. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status, no alarms requiring medical intervention, and no hospitalization. Investigation included customer support troubleshooting and education over the phone. Investigation of this case revealed a suspected software or bluetooth firmware update malfunction affecting the device¿s communication pathway, with partial recovery after app restart. It was concluded, based on previously established findings for similar reports, that the cause was a software anomaly related to the firmware update process.